Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was bent. Tacks were visible in the shaft. The instrument was applied to the appropriate test media. The remaining fifteen tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic herniorrhaphy bilateral, the device was not able to penetrate the tissue. Tried to lock outside the abdominal wall but was locked and did not fire. They used suture to hold / inplaced the mesh. No injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the device was not able to penetrate the tissue. Tried to lock outside the abdominal wall, but was locked and did not fire. There was no patient injury.